Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The index procedure treated a high-grade stenosed lesion located in the proximal right renal artery with the placement of this 5.0x15x150cm express biliary sd stent. The stent was deployed and post-dilated at 12atms resulting in an "excellent angiographic result". The patient tolerated the procedure well and no complications were reported. At 192 days post index procedure, the patient presented with in-stent restenosis. This was treated with cutting balloon angioplasty. The stent now appears "fully open". There were no further reported patient complications. The patient's status is listed as "ok".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)